Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade iii. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old non-hispanic female patient who underwent primary breast augmentation surgery with a 375cc mentor memorygel breast left breast implant and a 400cc mentor memorygel right breast implant experienced bilateral capsular contracture baker grade iii post procedure. As a result, patient has a planned explantation on (B)(6) 2020. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On may 14, 2021, mentor became aware that patient experienced left sided deformity. Reason for device explant and/or reoperation: cutaneous contour deformity. Manufacturer¿s reference number: (B)(4).